Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further specified as the patient did not wear a mask and did not re-wash their hands. The peritonitis was manifested by abdominal pain, nausea, vomiting, fever and cloudy peritoneal effluent. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient started treatment with cefazolin (intraperitoneally (ip), dose, duration and frequency not reported), and cephradine (ip, dose, duration and frequency not reported) for peritonitis. On an unreported date, after the culture results came back, the treatment with cefazolin and cephradine was withdrawn and the patient started treatment with vancomycin (ip, 2 grams, duration and frequency not reported) for peritonitis. Two days after the onset, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. The pd therapy was ongoing. No additional information is available at this time.